Manufacturer narrative:
Zimmer biomet complaint (B)(4). Complaint sample was evaluated and the reported event was confirmed. Based on this investigation, the screw was conforming when it left biomet and it appears that the fracture may have been caused by excessive torque resulting in metal fatigue. Review of complaint history found no additional related issues for these items. Review of device history records found these units were released to distribution with no deviations or anomalies. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that a 2.4mm cortical screw fractured when the surgeon tried to fix an alps locking plate with the patient's bone. Also, it was hard for the surgeon to tighten the 3.6mm cortical screw after tapping, so he decided to remove it to avoid fracture. He felt that the screws were weak. The patient was young so he/she had good bone quality.